Event description:
During a pta / stenting treatment procedure, the coil of the amplatz super stiff guide wire unwound. This event occurred when the amplatz guide wire was being withdrawn from the patient. The unwound guide wire coil tore the proximal end of a ureteral stent catheter. Requests for additional information regarding this complaint have been unsuccessful.